Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a revision procedure this cardiac resynchronization therapy pacemaker (crt-p) device was implanted by mistake. The device handed to the physician did not include the proper connectors to the leads the patient had currently implanted. A new surgical intervention is planned to be performed to remove and replace the device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that during a revision procedure this cardiac resynchronization therapy pacemaker (crt-p) device was implanted by mistake. The device handed to the physician did not include the proper connectors to the leads the patient had currently implanted. A new surgical intervention is planned to be performed to remove and replace the device. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during a revision procedure this cardiac resynchronization therapy pacemaker (crt-p) device was implanted by mistake. The device handed to the physician did not include the proper connectors to the leads the patient had currently implanted. A new surgical intervention is planned to be performed to remove and replace the device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a revision procedure this cardiac resynchronization therapy pacemaker (crt-p) device was implanted by mistake. The device handed to the physician did not include the proper connectors to the leads the patient had currently implanted. A new surgical intervention is planned to be performed to remove and replace the device. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. The device has not been received for analysis. If there is any further relevant information, this report will be updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The unintended use error conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.